Event description:
It was reported that there was an event of pacemaker, right atrial (ra) lead, and right ventricular (rv) lead noise. The leads and pacemaker were explanted and replaced successfully. The patient was stable.

Manufacturer narrative:
The reported event of signal artifact/noise could not be confirmed. The device was returned for analysis. The device voltage was above elective replacement indicator (eri) level upon receipt. Visual inspection found no anomaly on the header related to the field concern. Analysis of the device image indicated device was within normal range of operation. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. No other anomalies were found.